Event description:
The information provided to sjm indicated an 8f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). The pre-deployment angiogram revealed a right common femoral artery puncture with no calcification or tortuosity. The patient had thin subcutaneous tissue; therefore, the collagen sponge protruded out of the surface of the skin. The physician attempted to push it under the skin with a forceps and his fingers, but was unsuccessful. The physician pulled the collagen sponge that was outside of the skin and the suture came out of the patient. Bleeding was observed from the puncture site. Manual compression was applied for 15 minutes and hemostasis was achieved. Echocardiography was performed and it was determined the anchor was not in the vessel. The distal pulse of the patient's right lower extremity was palpable and the patient did not have any symptoms. The physician indicated the deployment was performed as usual and the suture knot was not cut. It was reported the patient did not experience any adverse consequences due to this event; although, hospitalization was extended one day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.